Manufacturer narrative:
A boston scientific technical services consultant informed the caller that they do not have visibility to device checks. The caller was going to check with the hospital.the local boston scientific sales representative was not contacted regarding this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal event and was in the hospital. No adverse patient effects were reported.